Event description:
It was reported that during the course of a surgical procedure when the tip of the irrigator would get wet from saline and the pt's blood, it would pop off. The surgeon grabbed pinchers or forceps to retrieve the tip. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device will not be returned to the MFR for eval.